Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experiencing high blood glucose and cannula was bent. Blood glucose level at the time of the incident was 434 mg/dl which was treated with manual injection. The customer was using the automode during high blood glucose. The insulin pump will not be returned for the analysis.